Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date, the patient experience peritonitis. A batch review was performed for the potentially associated lot numbers gd895540 and gd895771 h13j08032 with no issues noted during the manufacturing process. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.